Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient's son reported the patient was currently admitted to the hospital because of a seizure. The patient had severe seizure and wanted to do testing on brain and wanted to turn monitor off. The patient wanted to see the activity of the brain. The indication for use was non-malignant pain and chronic low back pain. If additional information is received, a follow up report will be sent.